Manufacturer narrative:
This report is submitted on july 21 2020.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth on the abutment. The patient was placed under local anesthesia (date not reported) in order to remove and replace the abutment.